Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited unspecified issue. The lead was not used and replaced. The patient was in stable condition.